Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de nova target lesion was located in the non-calcified and moderately tortuous proximal left anterior descending (lad) artery. Without predilating the lesion, a 4.0 x 8 mm non-bsc stent was deployed at 14 atms. After ivus was performed, the physician noticed that the stent was not well apposed. A 15 x 5.0 mm quantum maverick balloon was advanced to expand the stent. On the first inflation, the balloon ruptured at 8 atms after 15 seconds. The balloon catheter was successfully removed intact and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
(B) (6): the balloon catheter was returned in a deflated state with contrast present in the balloon and distal outer catheter. Visual and microscopic examination confirmed a longitudinal tear in the balloon wall which was located at the distal weld and extended 1 cm proximally. The balloon material surrounding the tear and the ro markers were inspected; no irregularities were found that could have contributed to the tear. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).